Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the liquid crystal display (lcd) had electrical discontinuity/open. It was noted that the case was broken, and the connector terminal was contaminated. The device was returned unrepaired back to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The epg was returned for service. No patient complications have been reported as a result of this event.